Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 166 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer changed the sensor and stated that they will talk to a health care provider about the issue because the information the representative was not helping the customer. No further information was provided.